Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad assembly. There was no blank display or vibration anomaly noted. However, moisture damage was found on the electronics. The insulin pump was received with a cracked display window corner.

Event description:
The customer reported via phone call that there was a crack in the insulin pump and water was under the screen. The customer also reported that after the insulin pump's exposure to moisture they received a button error and the insulin pump vibrated followed by a blank display. The customer's blood glucose level was unknown. The device was returned for analysis.